Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing coronary diagnosis procedure. The procedure was competed after performing shutter reset. The philips field service engineer (fse) inspected the system onsite and confirmed that the shutter was temporarily unavailable. Review of system log file identified the malfunction. Upon troubleshooting, the fse checked the internal wirings, connectors and performed operation check. Additionally, fse described to the consumer how the shutter operates in response to a light touch on the knob. Fse recommended the customer to operate the equipment carefully to prevent mishandling it because the system's specifications were different, and this was accepted. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system generated the error message ¿the shutter cannot be used¿. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and found the collimator was not working, which would prevent imaging.